Manufacturer narrative:
(B)(4). Date sent: 1/2/2025. Additional information was requested and the following was obtained: were there any staple formation issues? ¿unclear. Was buttressing material used?¿no. What is the timeline of events? The case was used from late (B)(6) to early (B)(6). A segmentectomy of the right lower lobe was performed using ech45s and gst45d, and the surgery was completed successfully (leak test was also conducted). The drain was removed two days postoperatively without any issues. The patient was discharged three days after surgery. On the fourth day post-surgery, the patient complained of severe back pain before taking a bath at home and was transported by ambulance. They were stabilized with a transfusion and treatment, and the next day underwent reoperation. Ech45s and gst45t were used for this procedure. Afterwards, it was reported that the patient was discharged successfully. What was the site of the bleed? Was an ethicon device used at that site during the primary surgery?

Event description:
It was reported that a ech45s and gst45d was used for a partial right inferior lobe resection and the surgery was successfully completed (the leak test was also performed). The drain was removed 2 days after the surgery without any problems. The patient was discharged 3 days after the surgery. 4 days after the surgery, the patient complained about severe pain. It was treated with blood transfusion/treatment, and the 2 firings of ech45s and gst45d were used in the re-operation on the next day. The patient was safely discharged afterwards. The details are being confirmed. The cartridge color was gold. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2024 d4: batch # unk b3: event day and month unknown. Captured as 1/1/24 d4: UDI: as the lot number for the device involved in the event was not provided, the manufacturing date, and expiration date is currently unavailable. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any staple formation issues? Was buttressing material used? What is the timeline of events? What was the site of the bleed? Was an ethicon device used at that site during the primary surgery? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.